Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-2329}; product lot/serial number {(B)(6)}; product type: {0195-heart valves}; implant date {n/a}; explant date {n/a} product ID {l-evolutfx-2329}; product lot/serial number {unknown}; product type: {0195-heart valves}; implant date {n/a}; explant date {n/a} medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic 23 mm valve in a patient with an aortic valve area of 0.3 cm2, a pre-implant balloon aortic valvuloplasty (bav) was performed using an 18 mm non-medtronic balloon due to calcification. Upon valve deployment, inadequate expansion was observed. Per the physician, the under expansion was a result of the patient's anatomy. The valve was recaptured and withdrawn from the patient and a new 26 mm valve was successfully implanted. Subsequently, a post-implant bav was performed using a 22 mm non-medtronic balloon due to under expansion of the valve frame. The mean gradient decreased from the baseline measure of 114 mmhg to 3 mmhg. No adverse patient effects were reported.

Manufacturer narrative:
Image review: six static images and two media files were provided for review of the event description above. Patient¿s executive summary was provided for anatomical review. Patient¿s annulus perimeter measured 61.6mm with a perimeter derived diameter of 19.6mm suggesting a 23mm evolut. The aortic valve did not appear to be significantly calcified; however, it is known that the aortic valve was significantly small, 0.3 cm²; thus, a pre-balloon aortic valvuloplasty was performed prior to the implant attempt. Fluoroscopy valve load inspection was provided for review and confirmed a good load. During the deployment attempt, the valve appeared to be under-expanded. Per medtronic best practices, if a valve is under-expanded: remove system, perform pre-dilatation, and implant new valve with new delivery system. The under-expanded valve was recaptured, and the system was removed. New sterile components were used. Of note, it was reported that a 26mm valve was used for the implant. A post dilatation was performed and visible expansion of the evolut frame can be observed. Of note, no adverse events related to implanting a 26mm valve were observed. Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.